Manufacturer narrative:
The device has not received by depuy synthes power tools. If additional info becomes available, a supplemental report will be sent.

Event description:
Report received from the USA stating that the device had "hose damage." The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional info provided.